Manufacturer narrative:
Follow-up # 1 ¿ (08/05/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 2:13 p. M. At an unspecified date/time, the patient obtained blood glucose readings of ¿455, 310, 317, 351, 359, 517, 382, 441 mg/dl¿ with the subject meter and ¿399, 286, 480 mg/dl¿ with another device (contour), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms. On (B)(6) 2014 at 8:00 a. M. The patient went to her doctor¿s office for a visit. The patient claimed her health care professional (hcp) treated her with ¿metformin for 2 days (500 mg) and one long lasting insulin shot at night¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Although the patient was treated by a hcp, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs accuracy criteria.